Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). On 26-jun-2015, the customer reported that after completing a patient clinical CT neuro head scan automatic mode (axial) on a patient over 275 pounds, the reconstructed images displayed darkening or streak artifacts that were observed on the reconstructed images. The philips field engineer (fse) stated after seeing the images, the patient was rescanned in manual mode (axial) by the operator to verify the presence of the artifacts. This time, the artifact was not present. The risk associated with a rescan from a CT scanner is acceptable and poses negligible harm to the patient. The same issue occurred again on the same day on another patient. This complaint addresses the first occurrence, and a subsequent complaint will address the second occurrence. The patient was not rescanned after the second recurrence of this event. During investigation, the philips national support specialist (nss) stated that after his conversation with the radiologist, it was confirmed that the artifact was actually a "smudge" artifact and both times the artifact was present in the region of interest (roi). The fse arrived on site and evaluated the system. The fse could not find any errors or faults with the system. The fse ran an image quality test on the system, which passed. The fse stated that the customers are continuing to use the system for clinical use; they are using manual mode for axial scans for patients over 275 pounds, and using the automatic mode only for patients less than 275 pounds. There have been no parts replacement. The fse provided the images with the artifacts for engineering assessment. A CT physics scientist reviewed the images and stated that there was evidence of patient motion. The head motion during the scan can result in streaking and shading consistent with the streaking and shading displayed on the images provided. Per the complaint, if the patient was rescanned without automatic couch motion, then the artifact was not reproduced and is also consistent with patient motion resulting in the artifacts, and the use of manual table motion allowing the patient to stop moving before the scan is initiated. The scientist further stated that the automatic table motion is likely more abrupt than the manual motion and the scan is almost always initiated more quickly after the table move which can initiate or exacerbate patient motion; however, since no errors were found in the bug reports by the fse, this is the probable cause of the artifacts. CT engineering reviewed the issue and identified this issue as acceptable risk. The following mitigations are applicable in this case: · while scanning axial scans, when there is no dependency within the requested images on multiple shots of acquired data, at the end of a shot, the system shall produce all requested images from that shot. · in normal use, the system shall display on each image information indicating the orientation of the displayed image with respect to the patient in accordance with iec 60601-2-44, ed. 3.1, cl. 201.12.1.102. (B) · information identification - the system shall label data items which include patient study data, acquired raw data, reconstruction raw data, cardiac/pulmo wave (if applicable) and final images so that data items are uniquely identified for the particular patient and study. · information integrity - the system shall not allow data items to be mixed between patients or scans of the same exam. Data items include patient study data, acquired raw data, reconstruction raw data, cardiac/pulmo wave (if applicable), data processing and final images. · the system shall save the exam summary as dicom secondary capture images that include dicom tags with patient details. · when raw data from a scan performed on the same software version is available, the system shall enable the user to perform an offline reconstruction using view2 (or recon viewer). · while preparing for a scan, if the system detects a failure that affects data collection, then the system shall abort the scan sequence and not get into ready to scan state. · while performing operations associated with a patient, study or set of images or data the system shall check that all data elements contain a matching unique identifier. · all dicom data objects generated by the scanner shall conform to the dicom 3.0 standard. · the system shall communicate with remote systems using dicom 3.0 2011 standard protocols. Since no errors were found, no correction has been done at the site. The fse ran an image quality test, which passed. The customers are continuing to use the system for clinical use; they are using manual mode for axial scans for patients over 275 pounds, and using the automatic mode only for patients less than 275 pounds.

Event description:
The customer reported that patient clinical CT neuro head images, when performed in automatic mode (axial) on patients over 275 pounds, displayed darkening or streak artifacts which can be mistaken as anatomy and cause a misdiagnosis. The philips field engineer (fse) stated the patient was rescanned in manual mode (axial) and the artifact was not present. Per philips national support specialist (nss) his conversation with the radiologist confirmed that it was actually a "smudge" artifact and could be mistaken for pathology (bleed).

Event description:
The customer reported that patient clinical CT neuro head images, when performed in automatic mode (axial) on patients over 275 pounds, displayed darkening or streak artifacts which can be mistaken as anatomy and cause a misdiagnosis. The philips field engineer (fse) stated the patient was rescanned in manual mode (axial) and the artifact was not present. Per philips national support specialist (nss) his conversation with the radiologist confirmed that it was actually a "smudge" artifact and could be mistaken for pathology (bleed).